Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated insulin occlusion alerts that appeared resolved but then received a restart alert attributed to an issue with the infusion tubing while using a 23-inch infusion set; the user changed supplies, performed a successful dry run, and then completed a full supply change with insulin delivery resumed without further alerts, which is consistent with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the infusion setup consistent with a device mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.